Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -6.5/+1.0/94 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was exchanged for a shorter lens due to excessive vaulting during the same surgery. The problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found the lens returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim#: (B)(4).